Event description:
The recipient was seen for re-stimulation and in situ testing showed affected channels. The recipient has not been seen for cochlear implant programming follow up since (B)(6)of 2014 (approximately 5 months after implantation). The recipient was re-implanted on (B)(6) 2020. This report refers to 9710014-2020-00164. For further information please refer to this report.